Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The investigation is in progress. It is unknown if a sample is being returned. No sample has been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported prior to an intraocular lens (iol) implant procedure, the injector scratched lens .there was no patient contact. Additional information was requested.